Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: I received my lower retainer yesterday, and when I put it on, my canine tooth on the right side hurt all night long. When I woke up this morning, I took the retainer off and found that the corner of my canine tooth had broken off. It is hurting very badly while the retainer is in place, so I'll need to have my dentist fix it.